Manufacturer narrative:
The customer had not replaced the battery of the contour next meter since she purchased the meter and the battery ran out. Therefore, the customer was unable to use the meter for blood glucose testing. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer from canada reported that she had not changed the battery of the contour next meter since she purchased the meter and the battery ran out. She did not have a replacement battery, therefore, she was unable to perform testing. During this time, the customer experienced symptoms of hypoglycemia and received medication to treat the symptoms at home care. A blood glucose test was performed with another system at home care, which gave a reading of 1.9 mmol/l. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (model #, catalog # and lot #), and g4 (510k #) have been updated. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Sku # 9699 of the contour® next meter is only available in canada; therefore, no gudid information exists and the UDI number is not applicable.